Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
Company received a report from a biomedical engineer that the unit did not provide an audio tone following the upgrade. There was no patient harm.